Event description:
It was reported that patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. Patient had no consequences.